Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels ranging between 200-300 mg/dl in the evenings and insulin boluses were delivered to address the high bg levels. The customer was unsure what the cause of the high bg levels was. Tandem technical support advised to contact a healthcare provider to discuss the high bg level.